Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to infection. I&d was performed and poly was exchanged. Surgeon felt the patient would benefit from a cvd plus insert, rather than going back with a standard cvd insert. A size 6, 12.5mm cvd plus was implanted and the knee was run through a range of motion. Knee was found to be stable. No surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side : right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.